Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty system interconnect flex cable.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device shut down when adjusting the pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.